Event description:
It was reported that the tip of a coupling screw was found broken. No procedure or patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Per the technique guide, the returned coupling screw (338.31, 5657823) is used during dynamic hip and condylar screw (dhs/dcs) procedures to couple lag screws with a suitable torqueing device. The returned coupling screw was received with its threaded tip, which is intended to engage with lag screws, broken off. The returned coupling screw was manufactured on 07december 2007 and the relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint description indicated that the coupling screw was found with its tip broken, and no further detail was provided. Based on the inspection of the part and considering its function during dhs/dcs lag screw insertion, it is possible that the screw was improperly threaded into a lag screw which exposed it to off-axis loads and eventually caused the tip of the screw to break. It is also possible that the lag screw was being used in a procedure with harder than expected bone, which could also expose the coupling screw to unexpected forces which contributed to tip breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.